Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg level not provided). Basal rate was set too high and was reported to be cause of low bg. Juice/glucose tablets were consumed to address bg. Basal rate setting was discussed with a healthcare provided and was adjusted.